Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On (B)(6) 2024, the customer reported a falsely elevated alinity I free t4 result for one patient sample at the customer¿s site. The following data was provided (customer¿s reference range for ft4: 7.9-14.4 pmol/l): the sample was tested the week of (B)(6) 2024: sid (B)(6) : initial result = 26 pmol/l (whh/serial number (B)(6)); repeat result = 12 pmol/l (whh/serial number (B)(6)) / reagent lot used 60071ud00. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 60071ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 60071ud00 was identified.

Event description:
On (B)(6) 2024, the customer reported a falsely elevated alinity I free t4 result for one patient sample at the customer¿s site. The following data was provided (customer¿s reference range for ft4: 7.9-14.4 pmol/l): the sample was tested the week of (B)(6) 2024: sid (B)(6): initial result = 26 pmol/l (whh/serial number (B)(6)); repeat result = 12 pmol/l (whh/serial number (B)(6)) / reagent lot used 60071ud00. There was no impact to patient management reported.